Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the dilator tip was bent so that the user could not insert during use. Therefore, a new kit (lot#: unknown) was used instead. No injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one dilator and the product lidstock for evaluation. Signs-of-use were observed on the dilator. Visual inspection of the dilator revealed the tip was slightly bent. No other defects or anomalies were observed. The dilator total length measured 5 1/2" via calibrated ruler which was within the specifications of 5 1/4"-5 3/4" per product drawing. The dilator outer diameter (od) at the tip measured 0.04985" via calibrated caliper which was within the specifications of 0.047"-0.050" per product drawing. The dilator inner diameter (ID) at the tip measured 0.037" via calibrated pin gauge which was within the specifications of 0.036"-0.038" per product drawing. Functional inspection of the dilator was performed per the instructions-for-use (IFU) provided with the kit which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory 0.877mm guide wire was threaded through the dilator with no resistance. The instructions-for-use (IFU) provided with the kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." A device history record review was performed with no relevant findings. Based on these circumstances and the customer report, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the dilator tip was bent so that the user could not insert during use. Therefore, a new kit (lot#: unknown) was used instead. No injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that "the dilator tip was bent so that the user could not insert during use. Therefore, a new kit (lot#: unknown) was used instead. No injury to the patient occurred". The patient status is reported as "fine".